Event description:
It was reported to resmed (B)(4) that an s8 autoset spirit ii device was smoking at the power cord. Around 6am, the pt was woken up when they reportedly had difficulty breathing and found sparks and smoke coming from their device where the power cord connects to the machine. The pt managed to unplug the machine from the main power supply. The pt alleges she soon collapsed thereafter.

Manufacturer narrative:
The pt did not seek medical attention. Resmed ltd performed an engineering investigation found the metal crimping pin that holds the conductive portion of the power cord wire in place was broken off. This caused poor electrical contact which led to arcing that overheated the ac connector's insulation. The most likely cause of the broken pin of the power cord ac connector was a bending force applied at the join of the crimping pin and the wire which appears to be the most vulnerable site in this power cord.